Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was not working. An intuitive surgical, inc. (Isi) clinical territory associate (cta) informed that the staff had unplugged and reseated the cables with no resolve. The erbe was power cycled, but the issue persisted. The staff swapped out the vision side cart (vsc) to resolve and proceed. Technical support was unable to view the live logs because the system was offline. The logs from the day before did not show related errors. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: after converting to another vsc, the procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe because the bipolar port was not working. The system was tested and verified as ready for use. The integrated electrosurgical energy unit (iesu) was returned to isi for failure analysis and (fa) the reported failure (bipolar not working) was confirmed and reproduced. The unit also produced a m-02-3 error upon startup. The unit was placed on an in-house test system and was run in normal mode. The unit will be returned to OEM for repair. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or video was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to a backup vision side cart (vsc) after the start of the procedure due to being unable to activate bipolar energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.